Event description:
A malfunction occurred on the customer's pump, as reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on how to reset the pump, which successfully resolved the issue, and the caller was advised to contact support again if the malfunction code recurred. The caller acknowledged and understood the guidance provided.